Event description:
Patient's inr result with device was 3.4; lab inr for this patient was 2.6, another patient's inr result with device was 1.8; lab inr for this patient was 3.3, treatment received, if any , was not specified.